Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a "color chip failure" originating from the hematocrit saturation probe. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to patient as a result of this event.